Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient stated they were having a banner week with their chargers. Patient stated they started charging the implant and the implant was at 40% or 50% and they got it to 70% but now the implant wouldn't go any higher. Patient said the implant had been sitting at 70% for a good hour at least. Patient mentioned they fell and they were freaking out a little bit because they thought they did something internally. Patient confirmed they fell on the side where the implant is located. The issue began today. Agent asked and patient mentioned they noticed the issue after their fall. During the call, patient was in a charge session; controller showed 80% and implant 70% recharging with excellent quality. Patient confirmed recharging speed was at level 4. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on, a green blinking light was above the sc reen and patient confirmed the controller was recharging. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient (pt). It was reported that the pt fell off a ladder on their implant side. Pt was able to change fully after a phone call but met with a manufacturer representative (rep) just to make sure things were working ok. Pt said the device started charging on its own and they did not have to correct the charger placement. Issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.